Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during treatment tests. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the patient¿s hospitalization (unknown admitting diagnosis) and the alleged event of trouble draining during dialysis treatment with the liberty cycler. Due to lack of enough information, causality cannot be fully determined. However, the pd nurse reported it is possible the patient¿s pd catheter (not a fresenius product) was malpositioned which is not an uncommon circumstance in peritoneal dialysis patients. Additional details regarding the patient¿s hospitalization have been requested. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted customer support and requested a replacement cycler due the device was not draining well during dialysis. The patient reported that they were performing manual pd exchanges and indicated that they did not experience any draining issues with manual dialysis. The patient reported that they recently had an unspecified surgery for the draining issues. During follow-up with the pd nurse, it was reported the patient was hospitalized due to their draining issues. The nurse was not able to specify admitting diagnosis or if the patient experienced any fluid volume overload. According to the nurse, the patient has a history of non-compliance to pd therapy. Details surrounding the patient¿s hospitalization are unknown. The nurse was not able to comment on the recent surgery as they were not aware of the surgery taking place. The nurse indicated it was possible the patient¿s pd catheter (not a fresenius product) was malpositioned; but they were not able to confirm as they did not have access to hospital records. Per the nurse, the patient was receiving dialysis in the hospital to remove any extra fluid from not draining; however, the dialysis modality was not confirmed no further information is available despite multiple due diligence attempts. The patient¿s disposition is currently unknown.